Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils was improperly positioned") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, discomfort, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.